Event description:
It was reported that the patient experienced a cardiac perforation and was coughing up blood. During a left atrial appendage closure (laac) procedure, the patients right atrium (ra) was very large and the physician had a very hard time crossing the septum. Multiple products were used, and eventually they decided to use a steerable sheath along with a versacross access solution system. The physician was able to see on the superior aspect of the septum, but they were not able to visualize on the short-axis (sax) view. The imager stated multiple times that she felt they were very posterior. Despite this posterior position the physician decided to continue with radiofrequency (rf) application. The rf button was pressed four total times before they finally were able to get to the left side. After the long process to achieve transseptal (tsp), the watchman procedure was completed successfully, and the case was finished. While in recovery, the patient began to cough up blood. She was reintegrated and a bronchoscope was placed to evaluate the lungs. The patient was found to have a small right pulmonary vein (pv) perforation which caused her bleeding and momentous blood being coughed up. No other interventions were done. However, when reviewing with the physician, it was thought that after tsp crossing the wire slipped into the right pulmonary vein which caused trauma.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.